Event description:
Additional information received reported that there was no adverse event or injury to the patient. The device was rubbing the lip but there was no injury. No intervention was required. The reported issue occurred at the beginning of (B)(6) 2025.

Manufacturer narrative:
Additional information: a2, a3, b3, b5, h6. Patients year of birth was reported as 1959. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Corrected information: d4, g4. The investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration -the device was transparent but had yellow discoloration. General cleanliness - the returned device appeared to be partially clean. It was observed that an anchor was broken off. Root cause description the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device has been received but not evaluated. Once the investigation is complete, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
It was reported by a healthcare professional that the upper left attachment position is too far forward and is catching the patients lip. Also, the lower left anchor is loose. Additional information received from the investigation team reported that the device was observed with the anchor broken off.